Event description:
Reportedly, during a follow-up performed on (B)(6) 2016, the estimated residual longevity displayed on the programmer screen was 48 months. On (B)(6) 2018, the estimated residual longevity was inferior to 3 months. The physician estimated that the residual longevity displayed on (B)(6) 2016 was incorrect. Preliminary analysis showed that based on available data, normal battery depletion occurred (based on hrs guidelines).

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, during a follow-up performed on (B)(6) 2016, the estimated residual longevity displayed on the programmer screen was 48 months. On (B)(6) 2018, the estimated residual longevity was inferior to 3 months. The physician estimated that the residual longevity displayed on (B)(6) 2016 was incorrect. Preliminary analysis showed that based on available data, normal battery depletion occurred (based on hrs guidelines).